Manufacturer narrative:
According to the field, the pacemaker will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was suspected to have prematurely depleted as its battery status was at elective replacement indicator. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.